Manufacturer narrative:
The device has been received, but more time is needed to complete the investigation.

Event description:
The reporter stated that they were having problems with the ed1 acuity system. Clinicians later reported that the unit had a white screen. Subsequent to that, the system would not reboot. The customer sent the unit to welch allyn for eval.